Event description:
It was reported that during acdf surgery on level c3-c4 the locking ring on the cervical plate could not reach its proper position as the surgeon attempted to properly position the two cervical plates. The surgeon attempted to position first cervical plates with variable self-tapping screws and the second cervical plate with fixed self-tapping screws. There was no report of adverse consequences to the patient and the surgery was completed successfully using a third cervical plate.

Manufacturer narrative:
Method: device history review; functional evaluation; complaint history review; risk assessment. Results: the customer event of an aviator assy one level plate was confirmed to have a functioning gold blocker and to have a spring bar popping out via visual and functional inspection of the returned device. The gold blocker was confirmed to be functional and the likely reasons the locking bar could not be advanced is that either the retaining screwdriver was used instead of the solid screwdriver shaft and/or the screws were proud to the plate (not advanced far enough and/or wrong angulation) as identified by the surgical technique. Conclusion: the root cause of the failure is multifactorial.

Event description:
It was reported that during acdf surgery on level c3-c4 the locking ring on the cervical plate could not reach its proper position as the surgeon attempted to properly position the two cervical plates. The surgeon attempted to position first cervical plates with variable self-tapping screws and the second cervical plate with fixed self-tapping screws. There was no report of adverse consequences to the patient and the surgery was completed successfully using a third cervical plate.